Event description:
It was reported that the user received a ¿going low soon¿ alert while the ilet displayed 73 mg/dl and a concurrent fingerstick measured 76 mg/dl; earlier the user had eaten part of a sandwich and pretzels without announcing the meal per prior healthcare provider guidance, and a prior calibration showed a fingerstick of 235 mg/dl when the ilet read 249 mg/dl. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrate and recovery, with ilet rising to 96 mg/dl and fingerstick to 103 mg/dl, and no hospitalization. Investigation included telephone-assisted troubleshooting and education regarding treatment of lows. Investigation of this case revealed no device malfunction and a cause that remained unclear, with contributing factors possibly including meal handling and timing of carbohydrate intake relative to system dosing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.